Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had purchased a new canister kit and wicks and the pw is not suctioning, I did let her know to shake the canister kit to see if the ball in the lid is lose and to pinch the bottom of the wick to make sure the tubing is away from the bottom of the wick as well. No additional information provided. Troubleshooting did not resolved the issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Since it was given as z code (unknown purewick capital), the fmea of both drydoc 1.0 and 2.0 is considered. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: a, d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had purchased a new canister kit and wicks and the pw is not suctioning, I did let her know to shake the canister kit to see if the ball in the lid is lose and to pinch the bottom of the wick to make sure the tubing is away from the bottom of the wick as well. No additional information provided. Troubleshooting did not resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had purchased a new canister kit and wicks and the pw is not suctioning, I did let her know to shake the canister kit to see if the ball in the lid is lose and to pinch the bottom of the wick to make sure the tubing is away from the bottom of the wick as well. No additional information provided. Troubleshooting did not resolved the issue.